Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged between approximately 200 mg/dl to 250 mg/dl.